Event description:
It was reported that the patient underwent a sling procedure in 2006. The physician placed the sling device in the patient. The tape was in place and the physician cut the tape at the exit point, but he had not removed the sheath. The sheath was stuck in the patient at the obturator on the right side and the physician was not able to remove. It the physician removed the sling., however, the sheath remained in the patient.

Manufacturer narrative:
This was a tvt-o case in which the tape was placed and the tape and sheath had been cut at the right groin exit wound. The physician was unable to retrieve the sheath for removal so he pulled the entire tape out through the vaginal incision. That left the entire sheath in the right groin/obturator muscle. This clearly is a problem of technique. The device performed properly.